Manufacturer narrative:
Though requested, patient information was not provided.

Event description:
Reportedly, during patient use, an 'o2 sensor error' occurred which could not be resolved by re-calibration. There was no medical intervention required as a result of this event.